Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor. The reason for call was caller inquired about MRI. Reviewed head/brain only. Caller states that the patient has had full body mris and CT scans with and without contrast in the past. The caller states that the device worked for the patient at first but then stopped working for them and they would sometimes get zapped. The caller reports working on more than one occasion with a female medtronic rep at the dr's office for reprogramming and they were aware of it not working and sometimes zapping. Caller did not know when it started not working or when they worked with the medtronic reps. Caller did not know the name of the medtronic rep. The caller states that they patient gets botox now and they are thinking about having the device explanted. The caller reports that the MRI is for back and knee pain that the patient has 24/7. Do cumented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the physician requested they reach out to this patient on (B)(6) 2018. Rep spoke with the patient over the phone on (B)(6) 2018 regarding their change in symptoms and nothing else, specifically nothing regarding a ¿zapping¿ sensation as what was communicated to medtronic. The rep has not spoken to this patient since this conversation in 2018. The rep instructed the patient to speak to the physician to rule out possible urinary tract infection and possibly have x-rays ordered by physician to determine placement of device. Patient was instructed on how to use the programmer and was feeling sensation comfortably during this conversation. Given the high amplitude of the patient's device, the battery is most likely depleted at this point. No further follow up was ever requested of the rep from the physician.